Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspect the system onsite and confirmed that ippc memory 2 problem. Review of the system log file confirmed memory 2 error. Upon troubleshooting, fse found that ippc memory 2 problem occurred during runtime. The cause of the ip pc (image processing pc) failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc by the field service engineer has resolved the reported issue and restored the functionality of the system. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.